Event description:
It was reported that patient had encountered >10,000 ohms in impedance testing. It was noted that electrode #5 was the specific issue. Patient was reprogrammed to receive stimulation without the use of electrode #5. No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3878-45, lot# 0207039411, implanted: (B)(6) 2013, product type: lead. (X2). (B)(4).